Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had bilateral devices implanted in 2012. Not long after implant, the patient's right device (serial no. (B)(4)) stopped working. The patient was not feeling stimulation on the right side and the device was loose in the pocket "flopping around" and the wire "came loose / was pulled out." It was noted that patient was trying to determine if he wanted to have the right device replaced or have both of them taken out. The patient was trying different things with this left device (serial no.(B)(4)), such as turning it off to determine if it was helping. It was noted that the patient's body would adapt to the programming, so the patient had been changing programs every couple of weeks or days because his symptoms would return. It was noted that after turning the left device off, the patient felt like it was still on, but then he started wetting the bed every night. The patient had the right device replaced yesterday. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3889-28, lot # va00bes, implanted: (B)(6) 2012, product type lead; product ID 3889-28, lot # va02fc9, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).